Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, dysmenorrhea, dyspareunia, pelvic pain, menses irregular, migraine, headache, premenstrual syndrome, depression, bladder infection, weight gain, fatigue, seasonal allergy, dysfunctional uterine bleeding and vaginal cyst. Concomitant products included fluconazole and metronidazole. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abscess ("abscess"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), intra-abdominal haemorrhage ("severve abdominal bleeding"), dyspareunia ("dyspareunia") and pelvic adhesions ("adhesions"). The patient was treated with surgery (robotically-assisted lysis and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abscess, menorrhagia, vaginal infection, vaginal discharge, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, dyspareunia and pelvic adhesions outcome was unknown. The reporter considered abscess, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: trailing coils: left: 2 right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the intrauterine cavity appears normal. Complete bilateral fallopian tubal occlusions by the sterilization tubes beginning at the uterine cornua.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge lot number: 713453 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 713453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia, dysmenorrhea, dyspareunia, pelvic pain, menses irregular, migraine, headache, premenstrual syndrome, depression, bladder infection, weight gain, fatigue, seasonal allergy, dysfunctional uterine bleeding and vaginal cyst. Concomitant products included fluconazole and metronidazole. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abscess ("abscess"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), intra-abdominal haemorrhage ("severe abdominal bleeding"), dyspareunia ("dyspareunia") and pelvic adhesions ("adhesions"). The patient was treated with surgery (robotically-assisted lysis and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abscess, menorrhagia, vaginal infection, vaginal discharge, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, dyspareunia and pelvic adhesions outcome was unknown. The reporter considered abscess, dysmenorrhoea, dyspareunia, fatigue, intra-abdominal haemorrhage, menorrhagia, pelvic adhesions, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: trailing coils: left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the intrauterine cavity appears normal. Complete bilateral fallopian tubal. Occlusions by the sterilization tubes beginning at the uterine cornua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.